Manufacturer narrative:
The device was not available for return. The manufacturing and sterilization records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection at the spinal incision site following the implant procedure. The patient was hospitalized and was provided IV antibiotics. There was no report of further complication.

Manufacturer narrative:
The device was explanted and returned for analysis. Visual inspection of the returned device noted no anomalies. Functional testing was performed and the device was found to be functioning to specification. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.